Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center experienced image loss when cautery was energized, and electromagnetic interference (emi) was present when the erbe was energized. The issue was found during an unknown procedure while the device was inside the patient under sedation. There were no reports of patient harm.